Event description:
A physician believed that a patient's generator battery was depleting faster than expected. The physician observed a 25% remaining indicator at the patient's most recent clinic visit; however, the generator had been implanted for less than 1.5 years at the time of the visit. The physician did not believe that the vns settings were high enough to result in excess battery drain. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's device. The data was available from the date of implant through the next 9 months. Normal battery depletion was observed through the beginning of the implant life of the device, and impedance was within the normal limits throughout the available programming history. There was no evidence that the generator came into contact with an electrocautery device that may have contributed to an unexpected discharge of battery. On the last available date of programming history, the percent battery remaining estimate based on the programming data indicated that 87% of the battery capacity remained, but the percent battery remaining estimate based on the battery voltage indicated that 33% of the battery remained. This discrepancy is indication that the generator may have depleted faster than expected. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery and the explanted generator was sent back for product analysis. The generator underwent product analysis and a near end of service (neos) condition was confirmed. A visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The battery was removed. The pcba was subjected to an electrical test where the results showed that the pcba failed several electrical tests, specifically related to supply current. After the trimmed edge of the pcba was cleaned, an electrical test was performed in which the pcba performed according to functional specifications. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of the premature battery depletion and neos = yes condition. No other relevant information has been received to date.